Event description:
It was reported that the customer had high blood glucose levels of 145 mg/dl. The customer reported that the numbers on the display of the insulin pump continued to scroll up on their own during a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. No unexpected scrolling numbers noted. Insulin pump received wit cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratches on reservoir tube window, cracked belt clip slot and stained end cap sticker.